Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (battery life) issue. It was reported that the battery is not lasting as long as the user would expect. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow up #2 10/10/2016 device evaluation. The pump has been returned to animas and evaluated on 09/19/2016 with the following findings: the pump¿s black box showed evidence of short battery life, unexplained pump reboot events, and voltage drops resulting in battery alarms and battery alarms following pump reboot events. There was evidence of moisture contamination inside the battery compartment. During investigation with the returned battery cap, a replace battery alarm was received each time when confirming the ¿verify¿ screen. Investigation showed moisture contamination on the underside of the battery cap contact hub and the ground spring. A test battery cap was then used for all testing. The pump¿s current draws were within specifications. The pump passed a leak test. There was evidence of additional moisture contamination on the battery canister.

Manufacturer narrative:
Follow-up #1 date of submission 09/08/2016-correction to brand name, model #, serial #, and PMA/510(k)#.